Event description:
The customer reported an elevated troponin (accutni) result for one pt involving access 2 immunoassay system. This is report number two of three. The sample produced a negative result via an alternate methodology. Quality control (qc) performance was acceptable, and the issue was isolated to this specific pt. The physician agreed with the result from the alternate method based on other diagnostic criteria. The customer stated creatine kinase-mb (ck-mb) results were normal, at approx 1.63 ng/ml. The elevated values were reported outside the laboratory. There was no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was not dispatched for instrument verification as the event was isolated to a specific pt sample. The sample type was plasma. The number of inversions at time of collection was not supplied. Centrifugation occurred at 3500 rpm (rotations per min) for 10 mins at room temperature. The sample was tested within 30 mins following initial collection and was stored refrigerated. Quality control (qc) performed prior to and following the event resulted in range. System check data was not supplied. No flags or error codes were associated with the event. A sample from the pt in question was supplied to beckman coulter, inc for add'l testing. Customer product line support (cpls) laboratory tested the sample neat and reproduced the elevated values. Furthermore, the addition of heterophile blocking agents significantly reduced the troponin concentration to the risk stratification range. Based on this info, it is conclusive that this pt did have circulating heterophile antibodies causing interference with the troponin (accutni) results. Heterophile interference is the root cause of the event. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have rec'd immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 through (B)(4), 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-01747 and 2122870-2011-01749.